Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to the recall/advisory notification on this model/device. Another ICD was successfully implanted. Additional information was received that this right atrial and transvenous defibrillation lead was explanted due to loss of capture. Another transvenous defibrillation lead was successfully implanted and another right atrial transvenous lead was not implanted. No adverse patient symptoms were reported.